Event description:
The customer reported that the system displayed a precharge voltage error message which would likely prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended.